Event description:
"PICC (v-cath with guidewire) was inserted under aseptic precautions through right saphenous vein. X-ray showed that the PICC had passed into the distal vein instead of going up proximally. Hence, it was removed. Upon inspection, it was noticed that the catheter tip was 2mm shorter than usual. A repeat x-ray was taken, but the catheter tip was not visual."

Manufacturer narrative:
No sample was returned for physical evaluation.